Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. Upon evaluation, the monitor was resetting during the incoming pulse test. The root cause of the resetting is currently underway in engineering. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor. The patient was issued a replacement monitor.

Event description:
While servicing the monitor of a (B)(6) male pt for an unrelated issue, a reportable nonconformance was found. The monitor was resetting during the incoming pulse test. The pt was issued a replacement monitor.